Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error occurring on multiple previous occasions. There was no reported adverse impact to the customer. Customer planned to continue using current pump and rely on alternate insulin delivery method if necessary, while technical support arranged shipment of replacement pump with updated software.